Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see update to d9 of the initial medwatch. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device evaluation found the video cable is broken. Additionally, the optical fiber bundle at the distal end of the outer tube was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective charged coupled device (ccd) chip holder assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii had a green image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.